Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased up to around 300 mg/dl while the pod had been worn for between 36 and 48 hours. While at school, the nurse observed that the pod was becoming loose from the infusion site on the abdomen, resulting in the cannula becoming dislodged. As treatment, the patient received manual injections of insulin and water. A new pod was applied after the patient returned home from school.